Event description:
It was reported that shaft break occurred. After the 3.5mm x 15mm quantum maverick was introduced inside the patient it was noted that the middle and distal end of the balloon delivery shaft were fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the fracture was near the distal portion of the device and it was completely and simply removed without any intervention performed.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Lot number corrected to 0023874524 from previously reported 0023808059. Use before date/expiration corrected to 05/29/2022 from previously reported 05/16/2022. Device manufacture date corrected to 05/30/2019 from previously reported 05/17/2019. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The hypotube was separated 76cm from the hub. The separated ends of the hypotube was ovaled indicating the hypotube was kinked prior to separating. There were numerous hypotube kinks.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. After the 3.5mm x 15mm quantum maverick was introduced inside the patient it was noted that the middle and distal end of the balloon delivery shaft were fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the fracture was near the distal portion of the device and it was completely and simply removed without any intervention performed.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. After the 3.5mm x 15mm quantum maverick was introduced inside the patient it was noted that the middle and distal end of the balloon delivery shaft were fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.